Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported loss of suction during a flap procedure after laser fired on a pt's eye. Reporter indicated suction loss occurred after pt movement, the pt interface was exchanged, a double pass was performed, and procedure completed with no pt harm.